Manufacturer narrative:
The account replaced the foot brake caster to resolve the issue.

Event description:
The account alleged that when they engaged the foot brake caster into brake the brake caster did not hold. No pt impact.